Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The cover louvre and gantry cover were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while the imaging system was used to view implants insitu during a pelvic fracture procedure, there was an issue with the gantry. The imaging system was closed around the patient. There was some difficulty closing around the patient due to positioning aids. Once in position, with the gantry closed, an anterior posterior (ap) and lateral image was obtained. The imaging system was placed into 3d mode and commenced acquisition. As the source and detector were rotating to their start position a collision sound was heard and rotation stopped. The button was released and an attempt was made to rotate, but the source and detector would not rotate beyond its position of roughly horizontal. The site aborted use of the imaging system which was successfully removed from around the patient and placed into its docked position. It was observed that the metal plate on the lower part of the gantry was bent. It was also noted that the cover at the joint in the middle of the gantry was no longer sitting correctly. The bottom cover was removed and damage was observed on this cover. No other damage was observed on the gantry and the system was parked in the storage location. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
The suspected louvre cover and gantry cover have been received by the manufacturer for evaluation. The reported issue could not be confirmed as the louvre cover failed visual inspection. Louvre was bent out of original shape. Physical damage. The fan assembly failed visual inspection. Both fans on the assembly are missing fan blades. Bad fan assembly.